Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had previous dvt management performed 24 hours prior. The duration of the procedure was approximately two hours long. The angiojet® zelantedvt catheter was used for a duration of four hundred and eighty (480) seconds within the occluded vessel. No patient complications were reported and the patient was stable upon completion of the procedure. Approximately twelve (12) hours post-procedure (previously reported as 6) the patient went into renal failure. In the physician's opinion the renal failure was due to use of the device as an enquiry into the patient's pre-workup bloods and urine was performed and all markers were at normal levels. After seven days the patient was reported to have been stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported acute renal failure occurred. An angiojet® zelantedvt¿ was selected for a total occlusion deep vein thrombosis (dvt) in the patient's left leg iliofemoral. The catheter was used in powerpulse mode to infuse 10mg of tpa which was left to dwell for 25 minutes. The catheter was then used in thrombectomy mode for 480 seconds for treatment of the dvt and the procedure was completed. Six (6) hours post procedure, the patient developed acute renal failure with creatinine reaching 700. It was noted the patient had normal renal function prior to the procedure. The patient has been in ICU for 5 days with minimal change.